Event description:
It was reported that a cartridge change error occurred with multiple cartridges during the load sequence. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Elevated bg was addressed via manual insulin injection. Customer reverted to an alternate form of insulin therapy.